Manufacturer narrative:
Update: d9, h2, h3, h6, h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that component failure led to the malfunction. A definitive root cause cannot be identified. A device history review revealed no issues. This issue is addressed in the instructions for use (IFU): "the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the camera head for repair." Reference page 38 as per IFU. "If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed." "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device presented e224 error message during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device presented e224 error message during preparation for use for a therapeutic procedure. There were no reports of patient harm.